Event description:
The device was sent in for preventative maintenance. There was no alleged event or malfunction reported for this device when it was sent in for maintenance. There was no patient involvement. During device evaluation, it was discovered that the cutter failed the test cut. Due diligence is complete; there is no additional information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the cutter failed the test cut; however, the repair was not completed because the cutter was unrepairable. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.